Event description:
It was reported that air was visualized in the device and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The wds was partially inserted in the was when an air bubble was visualized in the wds and was aspirated. However, despite aspiration, the physician preferred to remove the wds, back bleed the was and restart with a new wds. The wds was removed and placed on the back table while the pigtail was prepared for re-insertion. The removed wds was deployed on the back table and a clot was discovered in the struts of the closure device. It is unknown how long the wds sat on the back table after removal and it was not flushed as they planned to utilize a new wds. The clot was never visualized in the device while inside the patient. The patient's activated clotting time (act) remained therapeutic during the case. The procedure was successfully completed with implant of a second 31mm watchman flx laa closure device. There were no reported patient consequences and the patient was expected to be discharged same day.